Event description:
The surgeon reported experiencing a corneal burn in the operative eye during a phacoemulsification procedure. The patient required two sutures to close the incision.

Manufacturer narrative:
An amo field service engineer examined the sovereign system at the customer location, and no issues were found with the equipment operation. All parameters were within the specification. An amo clinical support specialist also provided surgical support and no issues were noted with the surgeon's procedures.